Event description:
The customer reported that while the ventilator was connected to a pt it displayed curves and pressure, but delivered no volume. The ventilator seemed to reach the pressure limit, but generated no alarms.